Event description:
It was reported that the programmer displayed an error message at powered up. The caller cycled power and the error was cleared. The programmer was restored to service. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).